Event description:
It was reported that after insertion of the iab, blood was noted in the helium tubing. The physician attempted to exchange the iab over a guide wire, but was unsuccessful. The iab was then removed and the pt was taken to surgery. During surgery, some aortic damage was noted, but the cause was not determined. A pericardial patch was performed. The pt is recovering without any complications.